Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly. Buttons were tested while navigating the menus and occasional unresponsive buttons were noted. The center button was not responsive to any presses. Unable to perform self test due to unresponsive center keypad button. Keypad overlay was removed, and corroded keypad traces were noted during visual inspection. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarm (61) were recorded on 08/01/2025 15:08:01.000 through 08/01/2025 15:20:37.000, with a total of 3 alarms noted. Proceeded by cutting unit open and performing deconstructive analysis. No moisture damage was noted to electronic stack. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked belt clip rails, cracked case, cracked keypad overlay, stained keypad overlay, cracked lcd window, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegation was confirmed, unit was received with occasionally unresponsive buttons due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product mmt-1885l. Troubleshooting was performed, and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885l was requested, and the customer's response was that the device will be returned.